Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, it was noted that one of the two photos was observed to have a small cut shown at the pump segment tubing on the arterial line. Examination of the other photo, a detachment was observed between the bonded joint of the pump segment tubing and cap on the arterial line. Based on the investigation of the photos, the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. While a defect was confirmed for the observed cut, an exact root cause could not be determined. During the assembly/packaging process, some type of device, knife or razor that could generate a cut in the material is not handled, and the 100% leak test is carried out on the material during the manufacture process. A test was carried out to verify the detection of leakage in the leak test and the results show that the machine rejects the set if it has a cut or a leak in the pump segment or any other component. An internal activity evaluation was performed taking photos of the process packaging and the pump segment tube of the arterial pod are at the bottom of the box, making it impossible to make a cut during the packaging process. Regarding the detachment defect observed, the defect is due to a failure in the production process during assembly due to a poor solvent application. Personnel didn't perform a correct solvent application technique according to the visual standard. Corrective actions include retraining the operators on solvent application method to prevent detachment issues and create a visual aid to manage new personnel within the production line, defining the critical operations within the process and their training time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description bloodline came apart at arterial transducer. Detailed inquiry description: bloodline came apart at arterial below pod and pinhole crack in bloodline near blood pump description of the patient event: machine was alarming, staff went to reset and blood was leaking out onto floor. Patient had a drop in hemoglobin.